Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected battery power loss anomalies noted. No unexpected low battery alarm anomalies noted. Device received with broken battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had off no power alarm. Customer stated that they did receive a low battery alert prior to the off no power alert. New battery did not resolve issue. Customer stated this was the second occurrence of off no power in less than 24 hours after low battery warning. Customer stated that the battery cap might be loose, the battery compartment cracked and damaged. No harm requiring medical intervention was reported. The device will be returned for analysis.